Manufacturer narrative:
(B)(4).

Event description:
Foreign body in throat [foreign body in pharynx]. Abdominal pain [abdominal pain]. Faeces soft [faeces soft]. Oropharyngeal discomfort [pharynx strange sensation of]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in pharynx in a (B)(6) year-old female patient who received denture cleanser ((B)(6) polident for partials (polident for partials with taed)) tablet (batch number m55l, expiry date unknown) for denture wearer. Concurrent medical conditions included denture wearer. On (B)(6) 2021, the patient started (B)(6) polident for partials (polident for partials with taed). On (B)(6) 2021, an unknown time after starting (B)(6) polident for partials (polident for partials with taed), the patient experienced foreign body in pharynx (serious criteria gsk medically significant), pharynx strange sensation of and accidental ingestion of product. On (B)(6) 2021, the patient experienced abdominal pain and faeces soft. On (B)(6) 2021, the outcome of the foreign body in pharynx was recovered/resolved. On (B)(6) 2021, the outcome of the faeces soft was recovered/resolved. On an unknown date, the outcome of the abdominal pain and accidental ingestion of product were unknown and the outcome of the pharynx strange sensation of was not recovered/not resolved. It was unknown if the reporter considered the foreign body in pharynx, abdominal pain, faeces soft and pharynx strange sensation of to be related to (B)(6) polident for partials (polident for partials with taed). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on (B)(6) 2021, the patient accidentally took 1 tablet of (B)(6) polident for partials (polident for partials with taed) 108 + 6 tablets while she was using it every day to cleanse her denture. Her daughter in law called for a nighttime emergency. She was instructed to drink milk and water. She drunk 3 glasses of milk and 2 glasses of water. She was able to swallow the tablet, which was temporarily stuck in her throat (serious criteria gsk medically significant). On (B)(6) 2021, the patient experienced abdominal pain (seriousness: non-serious) and faeces soft (seriousness: non-serious) around 6:30 in the morning. After that, she had faeces soft only once and recovered. She consulted a local hospital just in case but went home after being told that it was unknown about the accidental ingestion. The strange sensation of her throat that something was stuck (seriousness: non-serious) remained. However, she cooked rice porridge for her lunch and was able to eat it.